Event description:
Device malfunction: stent fracture. Symptoms/ae: none. Time of malfunction: after the procedure. The following event was noted through a periodic article review. A study was conducted to evaluate the need of surveillance for stent fractures after carotid artery stenting. A pt underwent carotid artery stenting and during radiographic f/u at approximately 18 months post-implant, a type I fracture involving a single strut was detected. Adjacent calcification in the region of the stent was noted. No treatment or intervention was described.

Manufacturer narrative:
This report involves a study noted in an article. The device was not available for analysis. The part and lot number were not identified; therefore, a device history record review could not be performed. Attachment: adrian james ling, mbbs, et al; "stenting for carotid artery stenosis: fractures, proposed etiology and the need for surveillance" journal of vascular surgery 2008; 47:1220-1226.